Event description:
Reportedly, the ventilator stopped ventilation after one long alarm. This occurred while the patient was being transported through hallway. The patient was with a hospital staff and immediately began manually ventilated. Later, the patient was switched to another ventilator.

Manufacturer narrative:
(B)(4)